Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When removing the tubing set there were 2 or 3 drops of solution inside the pump door area. Pt states he has had no ill effects or antibiotics administered, stated "I didn't get any infections". Effluent has remained clear. There is no sample available for evaluation.